Event description:
It was reported that during implant attempt, the physician was unable to position the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned and no anomalies were found. The distal conductor had blood/body fluid near the electrode end.